Event description:
Per legal complaint: 03/11/2005 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on 11-mar-2005 and sepramesh composite ip on 30-oct-2009. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. It is alleged that the patient sustained injuries on 30-oct-2009. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this is an addendum to the initial emdr submitted in 29-mar-2019. This supplemental emdr was submitted with the provided date of event. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2005 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."